Event description:
It was reported that the handpiece failed homing. On inspection, black hardstop loosened from snaplock. As noticed during demonstration, no case was involved.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6) ), intended for use in treatment, failed homing and had a loose snap lock nut on (B)(6) 2018. The reported event occurred at a lab/demo. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken off from the snap lock, and it was clearly pinched onto with a tool, because the nut had indents and markings on it. It appears that the nut had been grabbed onto with a tool and twisted, therefore breaking it off. There is also damage on the drill guide support. There are scratches and markings that show that the support had been grabbed with pliers, possibly in an effort to twist it, which is unnecessary. There are scratches along the inside of the drill guide support as well. The root cause of this issue was found to be user error. No corrective actions were initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to instructions for use.